Event description:
A user facility reports the intraocular lens (iol) was removed in pieces due to a capsular bag tear. The association between this event and the iol is not known. Additional information has been requested.